Event description:
The valved graft was implanted since the patient had an ascending aortic aneurysm. There was peripheral anastomosis of the valved graft with the ascending end of the aortic arch, using stitches of size 4-0 prolene or teflon on the wall of the aorta. As a result, there was bleeding from where the graft was sutured. In order to stop the bleeding, the surgeon used stitches of size 6-0 prolene or teflon, as well as biological glue. There was also leakage on the other end of the graft which was also repaired with teflon stitching and biological glue. By using smaller stitches and glue, the surgeon managed to stop the bleeding. The patient was not taking anticoagulants nor any medication that would decrease the blood density. The patient was administered blood and blood products due to the excessive bleeding.